Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with mentor siltex round moderate profile 225 cc saline prostheses experienced bilateral deflation and left sided baker grade iii capsular contracture post procedure. As a result, bilateral prosthesis replacement with mentor saline was performed on (B)(6) 2020. See 1645337-2020-06848 for contralateral prosthesis report.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on june 15, 2020. The investigation of the returned device was completed by the failure analysis lab on june 23, 2020. Device evaluation summary: a manufacturing record evaluation was performed for the finished device number 225403, and no non-conformances were identified. During visual evaluation of the device no apparent damage was observed. Leak testing was performed in accordance with mentor's procedures. There were no leak sites confirmed. Unfortunately, after a thorough analysis we were unable to confirm the reported event. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).